Manufacturer narrative:
Additional information requested but not provided.

Event description:
It was reported that there was over-sensing with double counting on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was unknown.